Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to wear of the angle wire, the play of the up/down knob was out of the standard value; due to a pinhole on the channel tube, water tightness was lost; due to wear of the angle wire, bending the angle in the up direction did not meet the standard value; the adhesive on the distal sheath had a white-clouded area with a crack and chip; switch 1 had a scratch; the adhesives around the objective lens had a white-clouded area and was peeled; the adhesives around the light guide lens had a white-clouded area; the plastic distal end cover had a burn and dent; and the connecting tube had a wrinkle the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the angulation works, but the angulation control knob feels too loose or light on the evis lucera elite gastrointestinal videoscope. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the foreign material in the nozzle could not be determined, as there were no device no deformations that would contribute to the retention a of foreign material and no additional event information was reported or is available. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". ¿inspection of the entire endoscope¿. ¿ visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. ¿inspection of objective lens surface cleaning function¿ ¿when using the air/water button¿. Cover the air/water button hole with your finger. Push the button while covering the hole. Ensure that water flows across the endoscopic image.¿. Reprocessing survey info: the device was cleaned, disinfected, and sterilized before being sent to olympus. It is unknown if there was a delay in the start of pre-cleaning. It is unknown if air/water nozzle was flushed with water and air. It is unknown if there were any abnormalities in the accessories used for reprocessing. The endoscope was immersed in detergent solution. It is unknown if the air/water nozzle with the detergent solution. The device was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. Olympus will continue to monitor field performance for this device.